Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and the impedance trend of the right ventricular pacing lead was variable.

Event description:
It was reported that a lead integrity alert triggered and the episodes confirmed the lead was fractured. The lead was removed, replaced, and no patient complications have been reported as a result of this event.